Event description:
Reportedly, the surgeon was doing a laparoscopic diverting colostomy to manage a large squamous cell carcinoma of the perianal region under anesthesia with debridement of perineum and buttock. During the procedure, the bluntport grip when removed from pt, splintered at end. Md searched wound for pieces. None found.